Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, lab: 10. Date: (B)(6) 2013, inratio: 1.7, lab: 5.6. Therapeutic range: unk. Pt was hospitalized last week due to pe, and just started coumadin (being bridged from lovenox). Hospitalization did not result from inratio test result.

Manufacturer narrative:
Investigation pending.